Event description:
It was reported that during the procedure to explant and replace the pulse generator, the right ventricular lead exhibited loss of capture due to dislodgement confirmed via fluoroscopy. The lead was explanted and replaced successfully. The patient's condition was stable before during and after the procedure. .

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Analysis was normal. No anomalies were found.